Manufacturer narrative:
Until the revision operation there was no bony fusion. We have made a visual, microscopic analysis. We also made a sighting of the production order and the certificates of the raw material. The result of the visual and microscopic analysis is that there was obvious a violence breakage an the implant was destroyed through high power. The sightings of the certificates and production orders show no noticeable problems.

Event description:
The pt has a car accident, after this accident the x-ray pictures shows breakage of the implant. Non- sterile implant, hospital performs repeated sterilization process.